Event description:
Add'l info rec'd from rptr 9/8/00: pt suffered severe bleeding and subsequent left arm and left leg injury, partial paralysis and numbness, after undergoing chemotherapy using catheter that cracked due to corrosion caused by chemo drug. Pt almost died due to blood loss. Rptr feels that chemo drugs should not have been used; they are too corrosive. Rptr alleges hosp experienced four or five other similar reactions. Original catheter being held by hosp. Chemotherapy was being administered at a hotel. Pt treated at hosp following a 911 call. Rptr had a plastics expert look at device at hosp and confirmed the crack.

Event description:
Pt with hodgkins lymphoma had stem cell recovery, bone marrow transplant. Hickman catheter cracked causing pulmonary embolism putting pt into adult respiratory distress syndrome and left leg problems. Problem: hickman catheter cracked externally on the tube right before the splitter. Catheter is available for inspection.